Manufacturer narrative:
Concomitant medical products: product ID: 388928, lot#: 0209001565, implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 388928, serial/lot #: (B)(4), ubd: 12-nov-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient¿s lead was partially removed following a suspected migration. It was stated that when the physician attempted to remove the lead, the lead fractured and part of the lead remained in the patient. The physician attempted to remove all four of the patient¿s leads, but only successfully explanted three leads. ¿another system was implanted however, reusing the old implantable neurostimulator (ins).¿ since the procedure, the patient ¿seemed to be having an allergic reaction, which she was attributing to the fractured lead.¿ it was noted that ¿exposure of part of the fractured lead to the body which would illicit an allergic reaction¿ may have led or contributed to the issue. While no further actions had been taken to address the fractured lead or the subsequent allergic reaction, it was noted that there had been discussions between the patient, physician, and manufacturer as of (B)(6) 2019. The issue remained unresolved at the time of report. The patient was ¿still unwell and unhappy¿ as of (B)(6) 2019. There were no further complications reported or anticipated.